Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a balloon leak was observed during inspection of the balloon of a 5f mynx grip vascular closure device (vcd). It was not inserted into the patient. After replacing it with a new vascular closure device, the closure was successful. There was no reported patient injury. There was no damage found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.